Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer's blood glucose at the time of admission was 860 mg/dl. The customer was still in the hospital at the time of the call. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting on the insulin pump was not completed. The caller will call back to complete troubleshooting. The device will not be returned for analysis.